Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter has voltage. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the g5 transmitter did not last the full three months was not confirmed. .a root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 transmitter did not last the full three months. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.